Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure stent recoil occurred. The stenosis being treated was located in the ostial right coronary artery. A first pre-dilatation was performed with an unspecified balloon 3,75 diameter. Then a taxus element 3.5 x 32mm was deployed, but stent recoil occurred immediately after deployment due to "insufficient radial strength". Post-dilatation with balloon was performed again and once more stent recoil was noticed. A new stent taxus element 3.5 x 28mm was placed over the recoil area. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).